Event description:
On (B)(6) 2014 cardinal scale mfg was made aware of litigation for an alleged incident that involved the use of a detecto scale. In this litigation it is claimed that a healthcare professional commanded the pt to stand on scale. At this time the pt was struck by a fold down seat from the scale. Pt is claiming that this caused further damage to knee that had been surgically reconstructed days earlier.

Manufacturer narrative:
Cardinal is in process of making contact with the facility to evaluate the device in question. Will submit follow up report once eval is completed. The model number and serial number of scale in this report is based on description of scale in paperwork and records of scales sold to this location.